Manufacturer narrative:
Alleged failure: during stryker iconix 2,3 implant placement the anchor got loose and it was not embedded in the bone, another implant was used in the same canal. Implant was retrieved from patient body. Visual inspection: the flat tip was bent and the fork tip broke off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation to pilot hole, 3) use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during implant placement, the anchor got loose and it was not embedded in the bone, another implant was used in the same canal. Implant was retrieved from patient body. There were no device fragments left in patient.